Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic for normal follow up showing noise on the ventricular channel in a stored egm. Patient was asymptomatic. Noise was unable to be reproduced in clinic. Patient will be monitored with routine follow up.